Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke and disengaged into the patient's cavity. The surgeon performed a re-operation to complete the procedure. The hospital has reported the patient's condition is satisfactory.